Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher four times. The last repair was (B)(6) 2012 where it was reported that the handle was not seating properly and the ball detent, roller, and damaged comb were replaced and the ratchet was repaired. This is not a related issue. The skin graft mesher was manufactured on december 7, 1998, and is over 17 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor nicks and scratches to both of the returned ratchets. Neither ratchet would fit properly with the roller extension. The latching pins engage as intended and there was no significant damage to the comb. The roller gear was slightly worn and there was galling to the roller shaft extension. The test mesh was performed with the test cutter and test ratchet and passed. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged roller, comb and ratchet gears. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing could be performed to try to replicate the reported event since the customer did not return their cutter for evaluation. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection neither ratchet would fit properly with the roller extension, there was galling to the roller shaft extension and a test mesh was performed with the test cutter and test ratchet and passed. The IFU states that ¿if there is trouble with the insertion, verify that the correct ratchet handle is being used. If the correct ratchet handle is being used, then the roller extension end may be misaligned with the similarly shaped end of the ratchet handle. To facilitate alignment, grasp the knurled roller and keep it stationary, then turn the ratchet handle until the two shapes match and then push the ratchet on completely.¿ and ¿if damage or wear is noted that may compromise the function of the instrument, do not use.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the skin graft tore during surgery. No patient involvement. No adverse events have been reported as a result of the malfunction.